Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy associated with an interruption of power to the pump. The patient was treated with insulin via pen to correct the hyperglycemia. As a result of manual insulin injection, the patient then reportedly had hypoglycemia; high blood glucose of 22.8 mmol/l and low blood glucose of 1.7 mmol/l. The reporter stated that the patient was relying on continuous glucose monitoring (cgm) feature of the pump to determine blood glucose measurements and was treating blood glucose levels based on these measurements. The owner¿s booklet instructs user¿s not to use cgm measurements for making treatment decisions. Users are instructed to use only finger stick blood glucose measurement for making treatment decisions. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a power issue with the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power interruption followed by training/misuse.